Event description:
It was reported that a user attempted to pair a dexcom g6 sensor and transmitter to the pump and did not receive glucose readings, which was traced to the transmitter serial number not being entered into the pump; the user selected the correct sensor type after guidance and completed pairing. Symptoms included a lack of cgm data availability and dosing alerts indicating dosing would stop soon and that the cgm was not paired. Outcomes included interruption of automated dosing until cgm pairing was restored. Investigation included troubleshooting and user education conducted over the phone. Investigation of this case revealed user setup error related to transmitter pairing, which resulted in a cgm connectivity failure. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.